Manufacturer narrative:
Service and repair evaluation was completed for part# 396.395, lot# a7na39. The customer reported the instrument was broken. The repair technician reported the hinge on the adjustment side was broken. Hinge broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement or not since it is unknown how the device broke. Device is an instrument and is not implanted/explanted. A service history of the past three years for part number 396.395 with lot number(s) a7na39 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date unknown. The service history review is unconfirmed. Part 396.395, lot 4864719: release to warehouse date: october 07, 2004. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of instruments, an adjustable cervical distractor was found broken in the hospitals repair bin. It is unknown how the instrument broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. It was reported that an adjustable cervical distractor ¿ left (396.395 lot a7na39 mfg. Oct-2004) was found to be broken during routine instrument inspection; no further information available. The instrument was returned to service and repair where the complaint condition was able to be confirmed as the ¿hinge on the adjustment side was broken¿. The device was then forwarded to customer quality and where the translatory strut was found to be broken where it connects to the tube joint; the fragment was retained by the tube joint. Additionally the joint was found to be cracked. The complaint condition was unable to be replicated due to post-manufacturing damage. The remainder of the device was examined and was found to function as intended. Witness-marks consistent with wear for a multiuse instrument (nicks/scratches/worn finish) were noted which would not impact the observed failure mode. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive distraction force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.